Event description:
The customer reported that the scope image disappeared during the procedure. The system had stopped. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 70a fuse and igbt (snubber) board were replaced. The sys was then found to be operating as intended.